Manufacturer narrative:
Integra has performed a thorough review of the reported incident. There was no product received back, as such only a DHR review could be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. There are no indications that any anomaly occurred that could explain what the customer experienced. With the information provided a root cause could not be reliably determined, as there is no way to reliably determine why the reported condition occurred. The file will be closed as could not be reliable determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
N/a.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer found that the mixing of the powder and the blue precursor fluid of the 204003 duraseal spine ous 3ml kit took a long time to mix and it was difficult to mix. A part of the powder did not dissolve or took a long time to dissolve. Date of event was on (B)(6) 2020. The device was in contact with the patient. There as no patient injury reported. The event did not lead to an increase in surgery time.